Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as bruising and digging into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to reach out to zoll to get a new garment for the skin irritation. Follow up indicated that the skin irritation improved.